Event description:
It was reported that device entrapment occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified iliac artery. A new stent was to be placed in the left common iliac artery via a left inguinal puncture and an opticross peripheral catheter was selected for use. During the procedure, at the time of removal, the opticross catheter became caught on a previously implanted stent in the right common iliac artery, which was slightly protruding into the aorta. A balloon was advanced onto the guidewire and was pushed to release the opticross catheter. When removed, it was observed that there was a kink in the monorail port area of the catheter. The procedure was completed with another of the same device. There were no patient complications resulting from this event.